Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that about a few days ago they noticed a change in symptom control; however, they think the battery died while still on their trip to africa, from may 22nd to june 3rd. The patient said they didn't take their equipment with them on the trip. The patient said that they recharged the implant either on june 4th or 5th, but didn't connect to the implant to check settings until today and received an error message that "all data has been lost and to contact their clinician." When asked, the patient said she hadn't had any recent medical tests or procedures. However, said that about 10 days ago, I went to africa for a trip and was required to walk through airport security devices. When asked, the patient mentioned that while in africa, they were near electrical fences most of the time. Reviewed the meaning of the message. The patient was redirected to their healthcare provider to further address the issue. I emailed field staff, notifying them of the patient situation.